Event description:
It has been reported to philips that geometry movement was not available. It is unknown if the system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was delayed due to the reported issue. The philips field service engineer (fse) inspected the system onsite and found that there was intermittent geometry movements issue. The log file analysis indicated that the host-pc cannot communicate with the geo-pc. Initially the geo-pc was replaced but it was not functional, resulting in a bodyguard defect or emergency being active on startup as the configuration is not getting detected. Post inspection by fse, reseated the hdd and reloaded software for geo-ipc. Post repair action by fse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.